Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history record (DHR) review conducted: sterile part: 352.032s. Sterile lot no:152l510. Release to warehouse date: 28 march, 2023. Expiry date: 01 march, 2033. Manufacturing site: werk selzach. Supplier: (B)(4) a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part:352.032. Non-sterile lot:353212. Manufacturing site: werk selzach. Release to warehouse date: 27 feb, 2023. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in france as follows: it was reported that intraoperatively on (B)(6) 2023, a nail guide was cut in the femur of a patient, and a part could not be removed and remained in the patient's femur. The nail guide was unrecoverable by the approach of the nail and the femoral corticotomy was not possible. A nail has been placed next to the nail guide. There was no patient consequence. The surgery was successfully completed. This report is for one (1) synream reaming rod ã¸2.5 short l950. This is report 1 of 1 for complaint (B)(4).